Event description:
Complainant alleged that during biomed testing at incoming inspection the device powered up with out display. Complainant indicated that there was no patient involvement in the reported malfunction.